Event description:
It was reported that the tip of the probe broke while attempting to take the first biopsy sample. The physician made a larger incision, approx 7mm and removed the tip using hemostats. The physician used another probe and completed the biopsy successfully. There was no report of injury to the pt.

Manufacturer narrative:
The device history records, including the materials, manufacturing, quality, and subassembly records were reviewed. This lot met all release criteria. This is the only complaint reported for this lot number to date. The probe has been returned for eval and the investigation is currently underway.